Event description:
It was reported that during knee surgery, it was observed that the robotic assisted saw interface device left (sasi) device had trouble with saw registration and received stabilizing errors - faulty sasi and array clamp. During an in-house engineering evaluation, it was determined that the device was found to have loose sh clamping. It was reported that the devices were swapped out with another sasi and array clamp. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.